Event description:
It was reported the patient was unable to adjust stimulation. The patient changed her patient programmer (pp) batteries and got a "call your doctor" and "eri" message. It was reported the patient "only had the battery for three years". It was reported the patients implantable neurostimulator (ins) was supposed to last 4 years and had only lasted 3 years. The patient has started to get a little "break through tremors" that started today. It was reported the patient had a mammogram a week ago and they "squished the ins pretty good." It was reported the patient had their ins replaced on (B)(6)-2013 for depleted battery.

Manufacturer narrative:
Product ID 37642, serial# (B)(6), product type programmer, patient product ID 3389s-40, lot# v530287, implanted: 2010-(B)(6), product type lead product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 37085-60, serial# (B)(6), implanted: 2010-(B)(6), product type extension product ID 3389s-40, lot# v530287, implanted: 2010-(B)(6), product type lead. (B)(4).